Event description:
It was reported that this implantable pacemaker recorded an alert for right ventricular (rv) automatic threshold detected as suspended due to low evoked response. In addition, atrial tachy response (atr) episodes show evidence of atrial undersensing. In-office assessment was recommended. The device remains in service. No adverse patient effects were reported.